Manufacturer narrative:
Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2304 captures the reportable event of chills. Imdrf patient code e020204 captures the reportable event of malaise. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e231501 captures the reportable event of purulent discharge.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure developed diarrhea, malaise, chills, pelvic pain, and foul-smelling white drainage per rectum. The patient was admitted to the hospital about one month after the procedure, where he was diagnosed with a cavitary rectal abscess that was treated with incision and drainage. The patient was prescribed flagyl and cipro for the ongoing pain. The physician stated that they would proceed with a conservative treatment.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure developed diarrhea, malaise, chills, pelvic pain, and foul-smelling white drainage per rectum. The patient was admitted to the hospital about one month after the procedure, where he was diagnosed with a cavitary rectal abscess that was treated with incision and drainage. The patient was prescribed flagyl and cipro for the ongoing pain. The physician stated that they would proceed with a conservative treatment. ***additional information received on december 06, 2024*** it was further reported that the patient was admitted to the hospital in the emergency room for imaging and antibiotics. A large thick walled cavitary mass between the prostate and the rectum was identified, it contained gas within the cavity, there was concerning for an abscess, for which underlying fistula from this mass to the rectum was not excluded. It was mentioned that the hyperdensity within the cavitary lesion may represent the injection of the hydrogel.

Manufacturer narrative:
Response to the FDA mw5162550 was reported to boston scientific on december 06, 2024. Block b5 and h6 have been updated with the information provided. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2304 captures the reportable event of chills. Imdrf patient code e020204 captures the reportable event of malaise. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e231501 captures the reportable event of purulent discharge.